Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 186 mg/dl, 129 mg/dl, 121 mg/dl and 102 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected vaule of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt also obtained a blood glucose result of 446 mg/dl however, the confirmation for the test was not completely filled (invalid reading). Meter and test strips were replaced.